Manufacturer narrative:
(B)(4). Batch # n55a95. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present the anvil part only and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 12/7/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the colorectal anatomosis was performed by experienced surgical assistant firing the circular stapler. As per verbal report from the surgeon, the audible crunch was heard and felt. The donuts were inspected and a complete circular rim of tissue was obtained. Prior to the colonoscopy being performed to check the anastomosis, it was noted by the doctor that there was fecal material in the pelvis. The operation was converted to an open procedure, the site of anastomosis was inspected by the doctor. There did not appear to be any staples deployed at the site of anastomosis. The colorectal anastomosis was hand sewn. Patient required ICU admission. Two hour delay in surgery. At the time of report, patient was reported to be stable in ICU.